Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery: (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, pelvic pain female and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, laparoscopy, surgical; with fulguration or excision). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.745 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report. Clinical dx: pelvic and perineal pain diagnosis: a) uterus and cervix, hysterectomy, bilateral salpingectomy: cervix - benign cervical transformation zone. Endometrium - secretory endometrium, negative for atypia or malignancy. Serosa - focal subserosal adenomyosis. Myometrium - small leiomyoma. Fallopian tubes - benign fallopian tubes with minute focus of endometriosis (right tube). Two essure coils - gross diagnosis only. B) left ovarian cyst, biopsy: fragments of corpus luteum cyst, negative for malignancy c) left peritoneal implant, biopsy: endometriosis, negative for malignancy. Microscopic description: c) the biopsy shows mesothelial-lined fibromuscular tissue with irregular deposits of benign endometrial glands and stroma. No architectural or cytologic atypia identified. Clinical history: pain. Bleeding. Essure. Pelvic and perineal pain. Excessive bleeding in the premenopausal period. Procedure/site: a) uterus and cervix hysterectomy, bilateral salpingectomy,; b) left ovarian cyst biopsy; c) left peritoneal implant biopsy gross description: the fimbriated right fallopian tube measures 10.5 x 0.8 cm. The serosa is purplebrown and wrinkled. Cut surfaces reveal a roughly 3 cm in length x 0.3 cm in diameter tightly coiled metallic wire which is found at the infundibulum and extends into the fundus. The remaining cut surfaces show an unremarkable patent lumen. The fimbriated left fallopian tube measures 9.5 x 0.8 cm. Cut surfaces show a 3.5 cm in length x 0.3 cm in diameter tightly coiled metallic wire which is found within the infundibulum and extends into the uterine fundus. [Ultrasound scan] in (B)(6) 2018: pelvic ultrasound in (B)(6) 2018 normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters' information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.